Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 was not detected on the bus and that a reboot was attempted without resolution. A field service engineer checked the station, identified an issue with the retractor band, replaced the retractor band, rebooted the station, and ran diagnostics confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 was not detected on bus, customer tried rebooting, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.